Event description:
During the device evaluation, the gastrointestinal videoscope had foreign material adhering to the surface of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus and the customer reported disopa disinfectant was used for reprocessing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Correction to g2 - health professional was marked inadvertently on the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material, residues including chemicals having not completely been cleaned up during reprocessing, and water remained inside the channel/water drops left on the distal end have dried on the surface of the lens, accumulating as the residual water trace. In addition, as a result of the component analysis, silicic acid components were detected. It was not confirmed the surface of the objective lens had any abnormalities to be likely causes of foreign material to remain, such as marked scratches. Olympus will continue to monitor field performance for this device.